Event description:
It was reported that during an unspecified procedure, the wallflex enteral duodenal stent did not deploy. The stent was advanced to the lesion and would not deploy. The procedure was completed with another of the same device with no pt complications.